Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2003.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had high impedance measurements due to the pocket being open during induction testing. The lead remains in use. No patient complications have been reported as a result of this event.